Manufacturer narrative:
This report was previously submitted under medwatch 9613350-2013-02019. Evaluation summary: primary operative notes state the patient had a large bony protrusion anteriorly over the trochanter which the surgeon trimmed down, however, he still felt that this protrusion could lead to posterior dislocation, therefore, the leg was lengthened about a centimeter or more to give improved stability. It was noted that the patient probably requires a hip replacement on the opposite hip which could address leg lengths int he future if the discrepancy was a problem. Office visit notes from (B)(6) 2010 mention a small ring of lucency around the tip of the femoral stem which measures less than 2mm and is "likely within normal limits." Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient is experiencing pain in his right greater trochanteric bursa.